Event description:
Report received from the USA stating that the device had a "cord frayed". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition od "damaged cord" was confirmed. The cord damage appears to be due to normal wear. The cord was replaced, and the device was found to meet all specifications. If add'l info is rec'd, a supplemental report will be sent. (B)(4).